Event description:
On an unknown date, a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient had an x-ray examination performed and was diagnosed with a buried bumper. The tubing is still in use while the patient is waiting for surgical intervention.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of e2402 was chosen to capture the event of buried bumper syndrome. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.